Event description:
It was reported that during a procedure a nanocross elite 5 mm x 80 mm x 150 cm balloon experienced a balloon burst at or below the rated burst pressure in the left artery or vein. The balloon was inflated using a syringe. The balloon did not detach and the device was safely removed from the patient. The procedure was completed using a new device, which was reported to be a medtronic device. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The returned device was flushed, and a 0.014¿ guidewire was loaded through the device. An indeflator was used to inflate the balloon but it would not hold pressure, and water was seen leaking out through the outer glue port on the hub/luer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.